Event description:
It was reported that upon initiation of pumping on a patient, the pump encountered a purge failure alarm. As a result, the pump was switched out for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of purge failure alarm on startup is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon initiation of pumping on a patient, the pump encountered a purge failure alarm. As a result, the pump was switched out for another pump. No patient harm or injury. The patient status is reported as "fine".